Event description:
A patient sample recovered an hemoglobin (hgb) result of 8.0g/dl, and the customer's lab information system (lis) flagged the result. The customer stated that the lh780 instrument has autovalidated this result that displayed an action limit on the result and should not have autovalidated. The result was sent to the lis for the cbc block "c av" (autovalidated) instead of "c nv" (not validated). There was no erroneous result reported out of the lab. No death or serious injury, no change to patient treatment is associated with this event.

Manufacturer narrative:
The database information from the lh780 instrument was reviewed by bci. Based on the review, it shows that the instrument's action limits were changed after the sample in question was run. However, since the software does not store any previous value of any of the setup screens, there is no definitive evidence that the software worked as expected. Patient treatment was not affected in this event. However, on recur, treatment could have contributed to serious injury due to transfusion administered for low hemoglobin result. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.